Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer was able to resolve the issues and continue to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.